Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they went to emergency room due to low blood glucose level on (B)(6) 2020. Customer's blood glucose level was 35 mg/dl. Customer had blood glucose level of 31 mg/dl. Customer was treated with glucose tablet and intravenous injection. Customer was alleging insulin pump for over delivering because insulin pump was not delivering insulin. The insulin pump and reservoir will not be returned for analysis.